Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2306123. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) shelf cartons of product were returned for evaluation by our quality team. Through examination of the samples, the presence of lubricant flakes was identified in the barrel component. This is not considered a defect. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two-piece syringes is below this limit. A toxicologic material risk assessment for the slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of adverse effect in this clinical application. Based on the evaluation conducted, it is concluded that the reported particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd discardit s2 had flakes in the barrel. The following information was provided by the initial reporter, translated from french to english: circumstances of occurrence / description of facts on opening the 20 cc uu sterile syringe presence of plastic flakes in the body of the syringe. Plastic flakes. Incident observed on several syringes from the same batch.